Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing did not reproduce error code b30. The technician fully dried the endoscope prior to testing. A review of the device history record found no deviations that could have caused or contributed to the scope communication error. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the scope communication error occurred due the circuit board in the scope connector temporarily short-circuiting due to moisture invasion at the scope connector. The moisture may have infiltrated the connector due to stress, such as opening the venting connector, was accidentally applied while the device was underwater. Foreign material such as fragments of a cleaning tool was caught in the valve of the venting connector, which caused the venting connector not to be closed. When used with reprocessor, the leak test air tube was broken/inadequately connected, or packing of reprocessor / leak test air tube was broken. Then, moisture invaded the tube. The moisture then invaded the scope connector. However, a definitive root cause of the reported issue could not be identified. The device's reprocessing manual says that moisture may invade endoscope by the following handling: "immersing endoscope, to which sterilization cap was attached, in reprocessing liquid." "Attaching connector cap of leak tester to wet venting connector." "Attaching / detaching leak tester underwater." Olympus will continue to monitor field performance for this device. In addition, the bending cover was damaged, there were two slight indentations in the middle of the insertion section, and there was fluid invasion at the scope connector. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported error code b30 (scope communication error) occurred during reprocessing of the subject device. There was no effect on the patient due to the event.